Event description:
The hearing aid dispenser found wax guards in the hearing aid user's ear on 2 occassions. Each time hearing aid dispenser was able to remove the wax guards. There were no further problems, no swelling, redness or drainage.